Event description:
End user's reports standing up out of the power wheelchair in her kitchen to check on her stove and accidentally bumping the joystick which allegedly caused the unit to move and the end user to fall.

Manufacturer narrative:
No malfunction of the power wheelchair suspected. End user reportedly stood up out of the seat of the power wheelchair to check on her stove and failed to turn the power off before getting our of the seat. While getting out of the seat, she bumped the joystick which caused the power wheelchair to move.